Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had blank display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states they do hear fluid when shaking the pump. Customer states they see fluid under the lcd. Customer declined troubleshoot for blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.